Event description:
It was reported that the patient could not make adjustments with their antenna attached. The next day, the patient indicated that they received an elective replacement indicator message on his patient programmer. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 3708160, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 3708160, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer: model 37743, serial#(B)(4). Lead: model 39286-30, serial# (B)(4), implanted: (B)(6) 2011, explanted: na.